Event description:
Caller reported that the t:slim x2 pump battery would not charge, and attempts to resolve the issue using different wall adapters and charging cables were unsuccessful. There was no adverse impact to the customer's blood glucose level reported. Customer reverted to an alternate method of insulin delivery.